Event description:
It was reported the patient¿s ((B)(6)) ipg became inoperable. The patient failed to charge the ipg as recommended. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced with another model. It was also reported the patient has gained some weight.

Event description:
Additional information received identified the issue is resolved.